Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's audiological outcomes were not improving after first mclip arc implantation, thus, a revision surgery was scheduled. The surgeon elected to remove the implant and re-implant another prosthesis.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to unsatisfactory hearing benefit with the device. During the revision surgery it was found that the mclip arc prosthesis was fixed to the side of the stapes suprastructure and not on the head of stapes. The device was explanted and the user was re-implanted with another prosthesis. Damages found during investigation are likely caused during explantation surgery. This is a final report. Certificate number (B)(4).

Event description:
The user's audiological outcomes were not improving after first mclip arc implantation, thus, a revision surgery was scheduled. The surgeon elected to remove the implant and re-implant another prosthesis.